Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A hybrid offset shell inserter was returned. Visual evaluation identified the following: the hex bolt was fractured at the root and the fractured part of the bolt was returned. There was wear and tear consistent with use over a potential field age of approximately 14 years. No other damages were noted. Device history record (DHR) was reviewed and no discrepancies were found. The reported issue was previously investigated and documented. Therefore, the root cause can be attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was impacting the shell during a tha, the tip of the impactor broke. It was easy to retrieve the broken tip and no pieces were left in the patient. A back up device was available to finish impaction. There was no delay to surgery. No additional information.